Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the battery of the navigation system was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing battery resolved the issue. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.